Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. It was reported that the patient is doing okay. Reviewing all details to date; it appears that clinical and or procedural factors may have impacted on the reported event. If any further relevant information becomes available, a follow-up medwatch report will be filed.

Event description:
The catheter stuck to the wire, the physician was using the approved wire which is the thruway wire. So it's stuck to it and it was difficult to get the system out and they are not certain, they don't know for sure but the catheter it's sticking while they were pulling it out could've caused embolization. They are not sure but there was an issue with the vessel after the catheter came out, but it was sticking to the wire. They just had to try to get wires to get through the vessel again and they weren't able to after two more hours of trying to get the vessel open, so they were having some issues, they did not use another catheter, the case was completed. The patient is doing okay. The patient might have to have a bypass from the system because it caused an occlusion but sr is not sure if occlusion is the right term since she is not a doctor. When they took the catheter out it caused complications where the vessel was closed off, it caused complication closing off the vessel which was the sfa. Additional information: the wire was sticking to the catheter so the system was removed as a unit. Then when the physician shot contrast, we realized the sfa was not visible. The patient required a bybass. My understanding is the proximal sfa became occluded as the unit was removed.